Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter was evaluated and the alleged complaint could not be confirmed. However, a secondary issue was found where the meter's battery was observed as being low/dead. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly states "last bg test more than 15 minutes ago" even though test was less than 15 minutes ago. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of occurrence: 2 to 3 months ago. 510(k)# is k082590.